Event description:
It was reported that a bag containing the label for an invizia plate actually contained a virage screw. The issue was discovered prior to being sent to a hospital so there was no patient involvement with this event. This report is two of two.

Manufacturer narrative:
Additional information d4: UDI, h3, h4, and h6: method, results and conclusions the device was returned. A screw was inside the packaging labeled for a plate and the complaint was confirmed. An ie and hhe was initiated for this event. It was determined that the cause was due to a labeling error that occurred in the memphis facility.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a bag containing the label for an invizia plate actually contained a virage screw. The issue was discovered prior to being sent to a hospital so there was no patient involvement with this event.